Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube.

Event description:
Customer reported the system displayed an overload fault and became unable to expose x-ray.